Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va0gvdv implanted: (B)(6) 2014 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(6), ubd: 03-mar-2018, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence it was reported that when they had the ipg replaced, their managing hcp told them there was an "issue" with their lead. Patient said that due to the "issue" the hcp took away program 2 as an option. To be thorough, patient checked their battery status which showed "ok." Patient confirmed they usually have their therapy amplitude higher than 0.8 ma and 1.1 ma. Agent suggested patient contact managing hcp for further evaluation. Additional information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that their ins was "no longer working correctly." Patient stated over the weekend they saw a message on their handset that said the system was "operating at maximum settings" and therapy could not be increased. Patient said they tried every program and each one maxed out at 0.8 ma except for one, which maxed out at 1.1 ma. Agent reviewed meaning of message. Additional information was received from the patient. The patient reported that the cause of the maximum settings message was determined. They reported that it was a "lead issue." They stated that they went to see their hcp and they would have to have their leads replaced.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va0gvdv serial# implanted: (B)(6) 2014 explanted: product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2025-oct-03 708595598_lfc (hcp): additional information was received from a healthcare professional. They reported that "lead issue" that the patient previously reported was referring to a lead fracture and impedance. They were unsure of the cause of these issues. They stated that the next step was observation and didn't state whether the issues were resolved.